Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device/ perforation (uterus),"), device dislocation ("malposition of essure device location of device: down of the insertion spot") and genital haemorrhage ("abnormal heavy bleeding") in an adult female patient who had essure (batch no. B61387) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), mood altered ("hormonal changes describe: mood"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), uterine leiomyoma ("other injury(ies) or complications please describe: fibroid"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), migraine ("migraines"), headache ("headaches,"), nausea ("nausea"), seizure ("seizures,"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue,"), weight increased ("weight gain / loss specify which one: weight gain") and smear cervix abnormal ("abnormal pap"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, mood altered, vaginal haemorrhage, menorrhagia, uterine leiomyoma, vaginal infection, migraine, headache, nausea, seizure, dysmenorrhoea, dyspareunia, fatigue, weight increased and smear cervix abnormal outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood altered, nausea, seizure, smear cervix abnormal, uterine leiomyoma, uterine perforation, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2016: confirmed that essure was successfully occluded pregnancy test urine - on an unknown date: negative. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr received: new event: mood altered, vaginal haemorrhage, menorrhagia, vaginal infection, migraine, headache, uterine perforation, nausea, seizure, dysmenorrhoea, dyspareunia, fatigue, weight increased, uterine leiomyoma, smear cervix abnormal were added. Reporter, patient demographic information, product lot number added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device/ perforation (uterus),"), device dislocation ("malposition of essure device location of device: down of the insertion spot"), genital haemorrhage ("abnormal heavy bleeding") and seizure ("seizures,") in an adult female patient who had essure (batch no. B61387) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". Concomitant products included medroxyprogesterone (depo provera) from july 2014 to october 2014 for contraception. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), seizure (seriousness criterion medically significant), mood altered ("hormonal changes describe: mood"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), uterine leiomyoma ("other injury(ies) or complications please describe: fibroid"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), migraine ("migraines"), headache ("headaches,"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue,"), weight increased ("weight gain / loss specify which one: weight gain") and smear cervix abnormal ("abnormal pap"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed).at the time of the report, the uterine perforation, device dislocation, genital haemorrhage, seizure, mood altered, vaginal haemorrhage, menorrhagia, uterine leiomyoma, vaginal infection, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased and smear cervix abnormal outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood altered, nausea, seizure, smear cervix abnormal, uterine leiomyoma, uterine perforation, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: essure cause many injuries, she did not have definite plan for removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2016: confirmed that essure was successfully occluded pregnancy test urine - on an unknown date: negative. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-aug-2018: quality-safety evaluation of product technical problem update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device/ perforation (uterus),'), device dislocation ('malposition of essure device location of device: down of the insertion spot') and seizure ('seizures,') in an adult female patient who had essure (batch no. B61387) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included schizophrenia, diabetes and hypertension. Concurrent conditions included obesity and wolff-parkinson-white syndrome. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2014 for contraception as well as dofetilide (tikosyn) and gabapentin. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal heavy bleeding"), seizure (seriousness criterion medically significant), mood altered ("hormonal changes describe: mood"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), migraine ("migraines"), headache ("headaches,"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue,") and psychological trauma ("psych injury") and was found to have uterine leiomyoma ("other injury(ies) or complications please describe: fibroid"), weight increased ("weight gain / loss specify which one: weight gain") and smear cervix abnormal ("abnormal pap"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, seizure, mood altered, menorrhagia, uterine leiomyoma, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased, smear cervix abnormal and psychological trauma outcome was unknown and the genital haemorrhage, vaginal haemorrhage and vaginal infection had resolved. The reporter considered device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood altered, nausea, psychological trauma, seizure, smear cervix abnormal, uterine leiomyoma, uterine perforation, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: essure cause many injuries, she did not have definite plan for removal. Current weight: 225lbs. Discrepancy noted insertion date, initial date was (B)(6) 2014. Trailing coils:. Left: 2; right: 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2016: results: confirmed that essure was successfully occluded. Pregnancy test urine - on an unknown date: results: negative. Batch no b61387 production date 2013-08-19 expiration date 2016-08-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 14-apr-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device/ perforation (uterus),'), device dislocation ('malposition of essure device location of device: down of the insertion spot') and seizure ('seizures,') in an adult female patient who had essure (batch no. B61387) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included schizophrenia, diabetes and hypertension. Concurrent conditions included obesity and wolff-parkinson-white syndrome. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2014 to (B)(6) 2014 for contraception as well as dofetilide (tikosyn) and gabapentin. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal heavy bleeding"), seizure (seriousness criterion medically significant), mood altered ("hormonal changes describe: mood"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), migraine ("migraines"), headache ("headaches,"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue,") and psychological trauma ("psych injury") and was found to have uterine leiomyoma ("other injury(ies) or complications please describe: fibroid"), weight increased ("weight gain / loss specify which one: weight gain") and smear cervix abnormal ("abnormal pap"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, seizure, mood altered, menorrhagia, uterine leiomyoma, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased, smear cervix abnormal and psychological trauma outcome was unknown and the genital haemorrhage, vaginal haemorrhage, and vaginal infection had resolved. The reporter considered device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood altered, nausea, psychological trauma, seizure, smear cervix abnormal, uterine leiomyoma, uterine perforation, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: essure cause many injuries, she did not have definite plan for removal. Current weight: 225lbs. Discrepancy noted insertion date, initial date was (B)(6) 2014. Trailing coils: left: 2; right: 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2016: results: confirmed that essure was successfully occluded. Pregnancy test urine - on an unknown date: results: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-apr-2021: mr received. Reporter information was added. Medical history was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device/ perforation (uterus),'), device dislocation ('malposition of essure device location of device: down of the insertion spot') and seizure ('seizures,') in an adult female patient who had essure (batch no. B61387) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's concurrent conditions included obesity and wolff-parkinson-white syndrome. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2014 to (B)(6) 2014 for contraception as well as dofetilide (tikosyn) and gabapentin. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal heavy bleeding"), seizure (seriousness criterion medically significant), mood altered ("hormonal changes describe: mood"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), migraine ("migraines"), headache ("headaches,"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue,") and psychological trauma ("psych injury") and was found to have uterine leiomyoma ("other injury(ies) or complications please describe: fibroid"), weight increased ("weight gain / loss specify which one: weight gain") and smear cervix abnormal ("abnormal pap"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, seizure, mood altered, menorrhagia, uterine leiomyoma, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased, smear cervix abnormal and psychological trauma outcome was unknown and the genital haemorrhage, vaginal haemorrhage and vaginal infection had resolved. The reporter considered device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood altered, nausea, psychological trauma, seizure, smear cervix abnormal, uterine leiomyoma, uterine perforation, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: essure cause many injuries, she did not have definite plan for removal. Current weight: 225lbs discrepancy noted insertion date, initial date was (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2016: results: confirmed that essure was successfully occluded. Pregnancy test urine - on an unknown date: results: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet received, esssure start stop date, event psych injury, outcome of event added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device/ perforation (uterus),"), device dislocation ("malposition of essure device location of device: down of the insertion spot"), genital haemorrhage ("abnormal heavy bleeding") and seizure ("seizures,") in an adult female patient who had essure (batch no. B61387) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2014 to (B)(6) 2014 for contraception. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), seizure (seriousness criterion medically significant), mood altered ("hormonal changes describe: mood"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), uterine leiomyoma ("other injury(ies) or complications please describe: fibroid"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), migraine ("migraines"), headache ("headaches,"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue,"), weight increased ("weight gain / loss specify which one: weight gain") and smear cervix abnormal ("abnormal pap"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)) and surgery (total hysterectomy (uterus and cervix removed)). Essure treatment was not changed. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, seizure, mood altered, vaginal haemorrhage, menorrhagia, uterine leiomyoma, vaginal infection, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased and smear cervix abnormal outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood altered, nausea, seizure, smear cervix abnormal, uterine leiomyoma, uterine perforation, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: essure cause many injuries, she did not have definite plan for removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2016: confirmed that essure was successfully occluded pregnancy test urine - on an unknown date: negative quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 27-jul-2018: pfs received. Event did not undergo confirmation test added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.